Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach interdental essential care toothbrush, for dental cleaning (lot number 2910t, expiration date unspecified, route: dental). After an unspecified duration, the toothbrush snapped into half while the consumer was brushing teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach interdental essential care toothbrush, for dental cleaning (lot number (B)(4), expiration date unspecified, route: dental). After an unspecified duration, the toothbrush snapped into half while the consumer was brushing teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012: the lot number of the product was updated from (B)(4). This report remains reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach interdental toothbrush). This closes out this report unless additional follow up information is received).

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach interdental toothbrush). This closes out this report unless additional follow up information is received.)